Manufacturer narrative:
Initial reporter phone: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that unfortunately, the same arctic sun device has had to be taken out of use again (previous issue captured), this time due to temperature regulation issues, as it was unable to adequately cool the patient (tank temperature remained around 30°c). Once swapped, the replacement device functioned correctly, achieving a tank temperature of 17°c. Given this was the second time the device had been removed from service recently, they think it would be best for the team to carry out a closer inspection for safety and performance. If they could be able to arrange a replacement or loan device in the meantime, that would be greatly appreciated. Arctic sun water temperature was not going down and cooling patient temperature (pt) efficiently, therapy continued on a different machine.

Event description:
It was reported that unfortunately, the same arctic sun device has had to be taken out of use again (previous issue captured, this time due to temperature regulation issues, as it was unable to adequately cool the patient (tank temperature remained around 30°c). Once swapped, the replacement device functioned correctly, achieving a tank temperature of 17°c. Given this was the second time the device had been removed from service recently, they think it would be best for the team to carry out a closer inspection for safety and performance. If they could be able to arrange a replacement or loan device in the meantime, that would be greatly appreciated. Arctic sun water temperature was not going down and cooling patient temperature (pt) efficiently, therapy continued on a different machine.

Manufacturer narrative:
The initial reporter's phone number:(B)(6) the reported issue was inconclusive. The root cause of the reported issue could not be identified. Once swapped, the replacement device functioned correctly, achieving a tank temperature of 17°c. Given this was the second time the device had been removed from service recently, they think it would be best for the team to carry out a closer inspection for safety and performance. If they could be able to arrange a replacement or loan device in the meantime, that would be greatly appreciated. Arctic sun water temperature was not going down and cooling patient temperature (pt) efficiently, therapy continued on a different machine. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Based on the results of the investigation, no additional actions are needed. Correction: d all available UDI information is being provided. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.